Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was displayed as high. Customer administered manual injections to address bg level. The customer reverted to manual injections for insulin therapy.